Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station has shut down and not turning on due to component. Field service engineer replaced drawer board to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system station has shut down and not turning on, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.